Event description:
Related to MFR report # 2183959-2012-01663. Related to MFR report # 2183959-2012-01667. On or about (B)(6), 2009, the plaintiff was implanted wit han ams elevate graft with the intention of treating the plaintiff for stress urinary incontinence and/or pelvic organ prolapse. It was alleged that as a result of the implantation the plaintiff, "suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, and/or other injuries." It was also alleged that the plaintiff has, "experienced significant mental and physical pain and suffering, has required additional surgery and/or medical treatment, and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.